Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) was visually diagnosed with a scrotal infection. The infection symptoms started two weeks before the explant procedure, in which all components of the existing ipp were explanted. Antibiotics were prescribed to treat the infection. No additional patient complications were reported and the patient is expected to recover.